Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the middle segment of the lead was returned in one piece measuring 34.7 cm. An external abrasion due to friction to another device or feature of the heart breaching the optim sheath only was noted at 1.7 cm to 2.0 cm from the proximal end of the svc shock coil. External insulation abrasion caused by friction to another device or feature of the heart was noted at 14.0 cm to 15.4 cm from the proximal end of the svc shock coil. The insulation abrasion breached the rv lumen with no damage noted to the etfe cable coating. Degradation of the optim sheath only was found at 4.9 cm to 8.8 cm from the distal end of the svc shock coil. Di not available for an unknown serial number. PMA not available for an unknown model number.

Event description:
This report is to advise of an event observed during analysis.